Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the rail of the drawer had become detached, resulting in damage to the cable associated with the open/close sensor. The field service engineer replaced rail and sensor, subsequently verifying that the customer's drawer was restored to functionality. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer was left open, preventing the nurses from retrieving the medication. The customer reported that the malfunction caused a delay in the process of dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.